Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level went from 186 to 260 mg/dl. The patient changed the infusion device's accessories, but his blood glucose level remained elevated. The patient switched to his backup device and his blood glucose levels returned to normal. He thinks his primary device delivers too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result the problem mentioned by the customer could not be reproduced. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meets the specification. All alarm functions were tested successful and no malfunction could be observed during the iu investigation. History list: the customer gave less boluses via the pump at the (B)(6) 2013. At this day the pump only delivered the basal rate and one bolus of 9.0 iu. On (B)(6) 2013, 11:59 the customer stopped using the pump. The problem mentioned by the customer could not be reproduced.